Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by customer that there was minimal bleeding from PICC. It was reported the catheter functioned as intended until there was a hole in the extension leg of the PICC. PICC was inserted on (B)(6) 2025 and presented with the hole on (B)(6) 2025. It is unknown if the patient was on any blood thinners. No intervention was needed for the bleeding. Patient received another PICC and the bleeding resolved.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed and determined to be use related. The product returned for evaluation was one 4fr sl powerpicc solo catheter. The investigation findings are consistent with catheter damage caused by contact with a sharp-edged instrument such as a scalpel. The returned product sample was evaluated, and a split was observed at the proximal end of the extension tubing. Microscopic examination of the split confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. Sharply formed fracture edges. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.